Event description:
It was reported that the patient reported feeling "some chest pain" while in the hospital. It was also reported that the patient had been noticing "recurrent atrial fibrillation with rapid ventricular response causing inappropriate shocks." It was also reported that the device triggered elective replacement indicator. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.